Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the autopsy report listed cause of death as severe coronary atherosclerosis.

Manufacturer narrative:
Additional information: describe event or problem. (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that in (B)(6) 2009 the patient experienced chest pain and collapsed in the hospital parking lot. The patient presented at the emergency department in an unresponsive state. Despite medical efforts, the patient expired.

Event description:
(B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure treated a 3.5x12mm, 80% stenosis of the 1st om (obtuse marginal). Treatment consisted of predilation and placement of a 3.5x12mm taxus express2 study stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on aspirin and clopidogrel. An unspecified amount of time post procedure, the patient expired.